Event description:
Health professional reported a lap-band port replacement due to an alleged port leak. The port was removed and replaced. Follow-up findings: the event was first noticed when there was "no restriction" in the band. The surgeon had "put in 10 cc,"but could "only aspirated 6cc." At explant, the surgeon saw a crack on the band tubing near the metal connector. Surgeon removed part of the band tubing and reconnected the band to the port.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date and model number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."